Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the station did not power up. A field service engineer (fse) moved the auxiliary connection to the main connection, and the station powered up. The fse found that the auxiliary full-height drawer had a faulty 622 board and then replaced the 622 board to resolve the issue. The customer was able to log in successfully and inventory medications for auxiliary height drawer 6. Additionally, the fse tested all drawers and slides to ensure drawers were functioning properly and removed dust from under the top cover. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not turned on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.